Event description:
It has been reported that the patient was implanted with a durom acetabular component 56/60 code p, cls stem 135 11.25 12/14, head adapter s/-4 and metasul large diameter head 50/p on (B)(6) 2004 and due to discomfort caused by bursitis and weakening of loading capacity of the legs, the patient underwent revision surgery on (B)(6) 2014. Metal debris were found during surgery although there was no sign of osteolysis.

Manufacturer narrative:
The products have not been returned for investigation. No other documents were received. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in (B)(6) 2009 and reported to the nat(B)(6) as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Once the product is received and investigated, an updated report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).